Event description:
The patient was undergoing a coil embolization procedure in the inner iliac artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, after deploying the first coil, a penumbra coil 400 was removed from its package; however, the introducer sheath remained inside the package. The physician used an introducer sheath from a previous coil to proceed with the procedure. Upon inserting the third coil, the physician experienced resistance and therefore, retrieved the coil out of the patient. Another manufacturer's device was inserted into the px slim delivery microcatheter and resistance was felt at the distal location. The px slim was noted to have an ovalized distal dip. The physician used another px slim to complete the procedure and there was no reported adverse effect on the patient.

Manufacturer narrative:
Result: the coil sheath was still inside of the packaging hoop with the proximal end of the sheath slightly sticking out of the hoop. Conclusion: the complaint has been evaluated. The complaint indicates that the coil was removed from the packaging hoop but the coil sheath remained inside the hoop. The complaint also states that the distal tip of the pxslim microcatheter might have been ovalized been damaged by another catheter during the procedure. Evaluation of the returned devices confirmed that the coil sheath did not come out of the hoop with the coil as intended. The coil sheath is placed on the device during manufacturing and is designed to stay in place until the coil is advanced from the sheath during use. It appears that the coil was loaded properly into the sheath during manufacturing however, when the coil was pulled from the hoop, the sheath was unintentionally pulled from the coil. This is evidenced by the return condition of the coil sheath. If the coil sheath were not loaded onto the coil properly during manufacturing, the sheath would have stayed deep inside the hoop. The returned hoop had the proximal end of the sheath partially sticking out of the hoop, indicating that the sheath was attached to the coil but was unattached when the coil was removed. An ovalization in the distal tip of the pxslim microcatheter was confirmed. The physician stated that this may have been due to the guide catheter in use. The cause of the damage is unknown but may have been related to the guide catheter. The pxslim microcatheter was functional prior to placement of the third coil. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00440.